Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log files confirmed low flow alarms; however, a direct cause for the alarms could not be conclusively determined through this evaluation. The first controller event log file contained data from 09aug2020 to 17aug2020. The pump operated as intended at the set speed for the duration of the log file. The log files appeared to capture the pump operating as intended. The second controller event log file contained data from 23sep2020 to 29sep2020. The pump operated as intended at the set speed for the duration of patient support. The log file consisted of routine events until (B)(6) 2020 at 09:12:50 when the log file captured a decrease in flow below the low flow threshold of 2.5 lpm. The low flow alarm persisted until the driveline was ultimately disconnected at 11:35:28 to shutdown the system. The log files appeared to capture the pump operating as intended. The account reported that the patient was found expired on (B)(6) 2020 in their home. There were no details regarding the patient¿s death. The account submitted log files which captured a decrease in flow on (B)(6) 2020. The pump was reportedly not explanted. Multiple requests for additional information were issued to the customer; however, no further information was provided. Review of the available device history records showed no deviations from manufacturing and quality assurance specifications. The implant kit was shipped to the customer on 27feb2020. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported patient was found dead at home. The hospital has sent the controller to be investigated. There were no further details that could have been the cause. The device couldn't have been explanted, because the family informed the hospital after the patient's funeral.